Manufacturer narrative:
No allegation of product malfunction reported. No product has been returned for evaluation as product remains in-situ. No x-rays were provided to confirm the alleged event. Labeling review: "...potential adverse events and complications potential risks identified with the use of this system, which may require additional surgery, include: dural leak...".

Event description:
On (B)(6) 2015, a patient underwent an anterior cervical discectomy and fusion procedure. During procedure an incidental durotomy at c4-5 levels occurred. Duragen was applied prior to placement of interbody cage.